Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with different device. No patient serious injury nor complications were reported and the patient's status was stable.